Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service team was unable to duplicate the customer's reported issue. The unit passed all testing with no malfunctions detected. During visual inspection, it was identified the power flex circuit lemo connector and ventilator side lemo connector showed evidence of burn damage and broken pins. The connectors and ventilator main board were replaced as a precaution.

Event description:
The customer reported that the ventilator (revel) shut down and then restarted on its own. This incident occurred during set-up and there was no patient involvement.